Event description:
A report was received that the corner of the patient¿s ipg pocket incision was open and red. Antibiotics was prescribed and the physician packed the wound with gauze. The physician believed that the patient¿s wound was slow healing and did not suspect infection.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.